Event description:
It was reported that a needle biopsy was performed on a lesion located 12 cm deep in the lung. During the second core biopsy, the pt began coughing and moving his shoulder, and the procedure was aborted. The biopsy needle was removed without incident; however, the coaxial needle had completely detached into two pieces and only the proximal portion of the needle was removed while 9cm of the distal portion remained in the lung. An incision was made and needle holders were used to retrieve the detached distal segment of the needle; however, a pneumothorax developed and a chest tube was inserted. The pt was hospitalized until the chest tube was removed.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records was performed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. The investigation is currently underway.